Event description:
Lead product analysis was approved and reviewed. The lead was replaced and returned due to fluid leads and this allegation was confirmed during product analysis. During the visual analysis, remnants of dried body fluids were observed inside and outer and inner silicone tubes in some areas. There was no obvious path for fluid ingress other than the cut ends for the observed inner tubing fluid remnants. The abraded openings found on the outer silicone tubing and cut ends made during explant process most likely provided the leakage path for the dried remnants of what appears to be body fluids once inside the outer silicon tubing. White deposits were observed in various locations. With the exception of the abraded openings, the condition of the returned lead is consistent with the conditions that typically exist following an explant procedure. No other obvious anomalies beyond the abraded openings were noted. The setscrew marks found on the lead connector pin are evidence of a good mechanical and electrical connection at one point in time. Continuity checks of the returned lead portions were performed and no discontinuities were identified. No additional relevant information has been received to date.

Event description:
Device was received into analysis however product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
A report was received that during a prophylactic generator replacement for a patient, the surgeon found a small slit in the tubing and could visibly see fluid in the lead. However, the physician questioned whether the fluid in the lead could have been the reason for the shorter life span of the generator at the patient's pre-op settings. A full revision was performed at this time. The suspect device has been explanted but has not been received for analysis to date. No additional relevant information has been received to date. The premature battery depletion allegation is reported in mfg report 1644487-2019-01299 as there is no confirmed relationship between the generator's premature battery depletion and the fluid leaks, as impedance was within normal limits prior to surgery.